Manufacturer narrative:
Implant regio 24 fractured. Construction was an implant retained upper jaw construction placed on 4 implants with locators. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant. Re-submission. Original initial and final report did not pass FDA gateway.

Event description:
Implant fracture.